Event description:
It was reported that the user experienced recurrent low glucose episodes while using the ilet system, paused insulin delivery due to anxiety about hypoglycemia, then experienced hyperglycemia, and upon resuming insulin observed the device deliver increased insulin leading to another low; the patient also reported frequent use of pausing around 130¿150 mg/dl as a self-treatment strategy and received education on appropriate hypoglycemia treatment with oral glucose. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 65 mg/dl to 327 mg/dl. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included customer counseling, review of use patterns, and education on hypoglycemia treatment timing and verification with fingerstick when anxious. Investigation of this case revealed user-controlled pauses and subsequent resumption contributed to glycemic variability rather than an identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related, related to user management of hypoglycemia and pausing insulin as treatment.